Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for analysis. The serial number was not provided, a search of the devices history could not be completed.

Event description:
It was reported a peritoneal dialysis patient experienced a fluid leak coincident with peritoneal dialysis treatment. The patient reported fluid on the floor when he woke up in the morning. Patient stated the leak was from the cassette. The cause of the leak could not be determined. The patient did not report receiving any alarms during treatment. Follow up with the patient confirmed that no complications were experienced as a result of the event. Patient stated a leak must have occurred during treatment, there were no leaks observed during set-up. Patient has resumed treatment without further issues.